Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type iiib endoleak was detected by routine follow-up CT. The physician will continue to monitor the patient who is reported in stable condition. There have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with a gore (non-endologix) device on (B)(6) 2018.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device. This event is device-related due to strata material. Procedure-related harms include type ii endoleaks. The final patient status was reported to be a competed secondary procedure with reline. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: b2; h6: remove other serious and add required intervention. Device code: remove 1354. Conclusion code: remove 11.